Event description:
On august 4, an amazon customer commented that the product did not work: customer said that this test (diatrust) did not work. They used another antigen each time they tried this which showed positive. This one showed negative every time. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.